Manufacturer narrative:
Patient identifier and patient age not available from the site. Patient weight was approximated. A manufacturer representative went to the site to test the equipment. The system passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the site was unable to get a passing registration to advance into the navigation task. The site continued the surgery with navigation with a second medtronic navigation system at the hospital. There was no impact on patient outcome.